Manufacturer narrative:
The customer confirmed that there was no foam on the sample and the reagent before the measurement. The customer was asked to clean the probe carefully during maintenance. The calibration, qc data and alarm trace were requested but not provided. The customer reported that the alarm trace did not indicate an issue on the day of the event. No further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for one patient tested on a cobas 8000 e 801 module. The initial result was not reported outside of the laboratory. The second and fourth repeat results were reported to the physician. The initial result was >/=35000 pg/ml. The first repeat result at 1:2 dilution is 18000 pg/ml. The second repeat result at 1:2 dilution is 32000 pg/ml. The third repeat result for the undiluted sample is >/=35000 pg/ml. The fourth repeat result at 1:2 dilution is 31850 pg/ml. The probnp reagent lot number and the expiration date were requested but not provided.